Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Upon visual inspection inspection, it was found that the pump failed the downstream occlusion seal. This was determined to be a reportable issue. The cause of the reported issue was unknown. The downstream occlusion(dso) seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a a red error code 41786 when the device turned on. Upon visual inspection inspection, it was found that the pump failed the downstream occlusion seal and error code. There was no patient involvement, no patient injury was reported.